Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) arrived onsite and found no active failures, noting the issue was related to a pocket that had previously failed. Upon testing, the pocket failed again after customer access. The customer was instructed to recover the pocket and remove and unload it, after which a working pocket was installed. The customer accessed the pocket multiple times along with other medications in the drawer, and all functions tested good. Diagnostics could not be performed due to authentication limitations. The customer successfully recovered the pocket and accessed multiple medications without further issues, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed failed to open, and despite recovery attempts, reboots, and a full power cycle, the issue persisted with a required maintenance message. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.